Manufacturer narrative:
It was later confirmed that the initial result was 20.6 iu/ml. The provided result of 19.1 iu/ml was incorrect.

Event description:
There was an allegation of a questionable positive elecsys rubella igg assay result for one patient sample tested on the cobas e 801 module. The initial result was 19.1 iu/ml (positive). A result of 20.6 iu/ml (positive) was also provided. The repeat result at an external laboratory using the diasorin liaison, which uses the enzyme immunoassay (eia) laboratory method, was 5.54 iu/ml (negative). On (B)(6) 2026, the repeat result using a second aliquot of the sample was 19.8 iu/ml.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Sample material was provided for investigation. The investigation is ongoing.